Event description:
It was reported that the user experienced dexcom g7 sensor connectivity issues with the pump, with pairing initially failing and the system beeping during the warm-up period until glucose readings appeared after about an hour; engineering logs showed ¿sensor expiring soon¿ and ¿sensor expired¿ alerts that corresponded with the beeping. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included review of device engineering logs and troubleshooting and education with the user. Investigation of this case revealed that the audible alerts were attributable to sensor lifecycle notifications and expiration rather than a continuing connectivity failure, and the system subsequently displayed glucose readings as expected. It was concluded, based on previously established findings for similar reports, that the cause was user notification behavior associated with sensor expiration.